Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. The field service engineer directed the pharmacy to recover the tower door and successfully recovered. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the door was failed. The customer stated that user was unable to remove/issue medication to the patient and this malfunction caused a delay. There were no adverse events or injuries reported based on this incident.